Event description:
The customer originally returned his olympus evis lucera ultrasound gastrovideoscope due to an unspecified defect on the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling and forming a gap. This report is being submitted to capture the confirmed peeling adhesive found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the adhesive on the distal end had peeled and broken down, causing the probe to be loose. Additionally, the lighting lens and insertion part had scratches present. There was dirt found on the balloon groove and the paint on air/water supply cylinder had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the adhesive tip to be peeling most likely due to stress, handling, and/or other factors. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 bore scope inspection. 3. Visually check cracks, dents, swells, edges, scratches, protrusion, protrusion, sag, deformation, bending of the metal wire from the inside on the outer surface of the entire length of the insertion portion including the curved portion and the tip portion, if there is no abnormality such as adhesion of foreign matter or falling off of parts.¿ olympus will continue to monitor field performance for this device.